Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and a reported battery crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of intermittent power could not be duplicated during investigation. A review of the pump¿s black box data revealed rebooting. A battery compartment crack was discovered during evaluation. There was no evidence of damage or corrosion within the battery compartment. A battery cap was not returned; a test battery cap was used for testing. There was no evidence of damage or defect to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.